Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) (B)(4) alleging the patient's meter was reading inaccurately erratic and inaccurately high. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The patient's spouse reported that the alleged issue began approximately 2 months prior to contacting lfs. The reporter claimed that on an unspecified date the patient obtained blood glucose readings in the "8.x, 9.x, and 11.x mmol/l range" with the subject meter, performed within 20 minutes of each other. The reporter was unable to recall the specific meter readings. Assuming the lowest reading was 8.0 mmol/l and the highest was 11.9 mmol/l, based on statistical methodology the calculated difference of these glucose results exceeds the expected value of <= 20%. The patient's spouse also reported that the subject meter was also reading inaccurately high compared to a laboratory result. The reporter claimed the patient obtained a blood glucose reading of 9.2 mmol/l with the subject meter and a lab result of "6.2 mmol/l". The reporter claimed that both tests were performed within 10 minutes of each other. The patient's spouse informed the csr that the patient manages his diabetes with oral medication. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate results. The reporter stated that on an unspecified date/time, after the inaccuracy issue began, the patient developed symptoms of feeling lightheaded and shaky. It is not known if the patient received medical treatment in response to the symptoms. At the time of troubleshooting, the reporter did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged inaccuracy issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.